Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube, the device experienced excessive additive quantity, overfill. The following information was provided by the initial reporter. The customer stated: customer called in and stated 2 cases with tubes are overfilled with anticoagulant and makes the blood overspill out the top. The liquid goes up the label of the tube.

Manufacturer narrative:
Correction: d4: catalog # 363083 d4: medical device lot #: 0345721 d4: medical device expiration date: 2021-09-30 h4: device manufacture date: 2020-12-10 investigation summary no customer samples or photos were returned from catalog 363083, lot number 0345721. The reported catalog number 367962 does not match the lot number of 0345721. Multiple attempts were made to the customer to verify the material number in question however, no response was received from the customer. Therefore, 10 production lot in-house retention tubes were inspected with 0 visible defects. All tubes contain the same amount of additive. Functional testing was performed and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode was not observed in the retention evaluation and testing. The exact cause of the failure modes could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Lot #: batch 0345721 does not exist for material number 367962. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube, the device experienced excessive additive quantity, overfill. The following information was provided by the initial reporter. The customer stated: customer called in and stated 2 cases with tubes are overfilled with anticoagulant and makes the blood overspill out the top. The liquid goes up the label of the tube.